Event description:
A system operator reports, the laser would not fire when the surgeon pressed the foot pedal. The system operator aborted the procedure, rebooted the system and reloaded the shot pattern. The surgeon was then able to complete the procedure. The system operator stated that surgeon was satisfied with the pt's outcome and the pt was not harmed or injured.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date; 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment; during the on-site investigation, the field service engineer (fse) was unable to duplicate the laser not firing; however, the fse was able to identify the event in the surgery database. The fse optimized the thyratron, replaced the das 8 card as a preventive measure and completed a system verification. The manufacturing investigation of the returned part indicated no problems and the reported problem could not be duplicated. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.